Event description:
The pt reported that the buttons were sticking and have to be pressed multiple times to elicit a response from the keypad. The reporter denies damage to the keypad or exposure to moisture.

Manufacturer narrative:
The pump was returned to animas and the evaluation revealed that the keypad appeared to be intact with no lifting or peeling. The "up" "down" and "ok" keypads buttons were intermittently responding. The keypad was removed and the "up" and "down" key contacts were misaligned. The "up" and "down" key contacts became inverted when pressed and did not always spring back. The "ok" key contact did click and spring back normally. There was also evidence of keypad adhesive found under all key contacts.